Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tube and quick release detached while sleeping. The site location was patient's thigh and the pump was on the right side of pants. The infusion had been in use for two days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.